Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The universal surgical manipulator (usm) was replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm involved with this complaint and completed the device evaluation. The reported complaint was not confirmed/replicated during failure analysis. The unit was tested on the in-house system and passed the normal mode without triggering any error. The unit was also tested on the patient side cart (psc) fixture test platform (pftp) and passed all tests except pitch and yaw friction. The unit passed direction test, sensor check, carriage lissajous, sine cycle, carriage friction test, brake test, carriage strength test, carriage switches, carriage/axes controller motor (acm) fan and fiber test.

Event description:
It was reported that during a da vinci-assisted prostatectomy - simple procedure, the operating room (or) team experienced errors 22023 and 22028, pointing to universal surgical manipulator (usm) 4. Prior to contacting tech support, the customer indicated the surgeon replaced the cannula, instrument, and drape. Technical support engineer (tse) reviewed the logs and confirmed both errors pointing to usm 4. Tse instructed the surgeon to restart the system. Following this, the errors cleared and the or team proceeded with the case. The procedure was completed as planned with no reported injury.